Event description:
A home patient (hp) contacted baxter's technical service center for assistance with a check lines and bags alarm. During troubleshooting, the home patient (hp) explained he used the drain extension line and changed it once a week. There was a patient involved, but no patient injury or medical intervention was indicated at the time of the initial report. Baxter contacted the nurse on (B)(6) 2011. The nurse stated the patient was doing fine with therapy. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The problem was confirmed and the cause was undetermined. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.